Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was found unconscious due to a low blood glucose of 51 mg/dl and was taken to the hospital by ems. The customer's son treated her with juice. The customer was in the hospital for four hours. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer could not check her settings as she was still getting used to navigating the insulin pump menus. However, she confirmed that the reservoir had the same amount of insulin as the status screen displayed. The customer also mentioned that she wore the insulin pump during an x-ray; there were no motor error alarms or motor position encoder error alarms in the alarm history, though. She did not believe the device was over-delivering. The customer was advised to monitor the insulin pump and her blood glucose. No products were returned or replaced.